Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted in the patient. Therefore, a product evaluation could not be performed. Based on the event description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6-code 4755: the component code was corrected.

Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a thoracoabdominal aortic aneurysm class IV that was treated with several gore medical devices. The device implanted most distal in the left leg was a gore® excluder® aaa endoprosthesis plc181400. The procedure was successfully completed. The patient tolerated the procedure. Once the implant procedure was completed, but prior to the patient leaving the operating room, it was noted that the patient¿s left leg was ischemic. The patient therefore underwent a left popliteal embolectomy to remove the arterial thrombus and atherosclerotic embolic debris. The procedure was successfully completed. The patient tolerated the procedure. It was reported, that this ischemic event is likely related to the procedure and it is unlikely that it is related to the implanted devices.